Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced high blood glucose of 530 mg/dl. The representative reported that the customer found that they had a bent cannula after removing the infusion set out of the body. The representative stated that the customer was able to bring the blood glucose down to 350 mg/dl. The representative stated that the customer was advised to change the infusion set and reservoir. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.